Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had a connection issue between the device and the defibrillation therapy cable. As a result the device was unable to charge for defibrillation. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the therapy pcb assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Stryker further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to missing paddle sense app software.

Event description:
The customer contacted stryker to report that their device had a connection issue between the device and the defibrillation therapy cable. As a result the device was unable to charge for defibrillation. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however there was no adverse patient outcome reported.